Event description:
When the staff was to lift a pt from the floor, they positioned the lift so that the pt's legs were placed on each side of the mast. When the lift started, one of the legs got stuck under the plastic lever used to adjust the height of the lift. The lever made an approx 3 cm deep and 10 cm long wound in the leg before the staff reacted and stopped the lift. The pt had to get medical intervention with stitches.